Event description:
It was reported the pt is experiencing some discomfort at her ipg site due to weight loss and the ipg becoming more superficial. The pt stated she plans to continue losing weight, but she receives enough relief from her scs system and does not plan to undergo any intervention at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.